Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/27/2021. H.6. Investigation: a device history review was conducted for lot number 0325742. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample that was submitted by your facility, has been reviewed by our team of quality engineers. Functional testing of the device identified a leak, which originated from the catheter tubing. Closer inspection of the wounded region identified a small v-shaped puncture mark. This v-shape is indicative of a partial needle-pierce-through. Although it is possible to produce this type of damage during manufacturing; it is monitored and controlled using an automated visual system, and the resulting product would not have been able to be successfully intubated. Based on these observations, our engineers were not able associate this complaint with the manufacturing process.

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y was damaged and leaked blood. The following information was provided by the initial reporter: there was blood leakage at the middle of catheter tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y was damaged and leaked blood. The following information was provided by the initial reporter: there was blood leakage at the middle of catheter tube.